Event description:
It was reported that a uv flash transfer set experienced a leak in its tubing during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and a cut in the tubing was observed. The leak test was performed and a leak at the cut in the tubing was noted. A clear passage test and clamp function test were performed with no issues noted. The reported issue was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been returned to baxter for analysis. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.